Event description:
Product is a rechargeable electric sonic toothbrush. The product problem is the absence of epoxy potting compound in the charger base. The compound provides electrical insulation and holds the charger parts together. In its absence, there is a potential for the product user to receive an electric shock or even electrocution from contact with uninsultaed household current.